Manufacturer narrative:
Additional information: medical device lot #: 9067998. Medical device expiration date: 2/28/2022. Device manufacture date: 3/8/2019. Investigation summary: no physical samples were received for testing and evaluation; three photos were submitted for evaluation of this incident. Photo one displayed a label on the outside of a shipper which revealed the bd logo, ref no. 383517, description, lot number 9067998 and the expiration date. Photo two displayed a label on the outside of a box. Photo three displayed a dispenser with no label in the designated area. Based on the evaluation of the submitted photos; the defect label/product inset missing was identified and an issue of dispenser without label is confirmed. The labels are printed and applied to the dispenser as a part of the packaging process. There is a 100% inspection with a vision system that checks for presence and quality of labels on each dispenser, so the defect most likely occurred during a rework process. A deficiency was identified in the existing work instruction: instructions for the manual labelling of the unlabeled dispenser were missing, so it is likely that the operator missed the labeling part and inadvertently placed an unlabeled dispenser into the shipper box. Conclusion(s): manufacturing (operator error). Based on the investigation results, the most probable root cause was identified as an operator error due to lack of standardized instructions.

Event description:
It was reported that labeling error was found before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "she got 2 boxes without labels. So no pcn, no lot etc. They got an outer case of 80ea, where 2 boxes of 20ea, had labels, and other two not. In fact there is no info what kind of product it is, customer is assuming that its pcn 383517."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6).device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that labeling error was found before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "she got 2 boxes without labels. So no pcn, no lot etc. They got an outer case of 80ea, where 2 boxes of 20ea, had labels, and other two not. In fact there is no info what kind of product it is, customer is assuming that its pcn 383517."